Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section h10 of previous report was incorrectly captured. Hence updated in this report. Section h6 type of investigation 4115 has been added in addition to information captured in previous report as unit was scrapped. The manufacturer previously reported an allegation a ventilator would not power on. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The was mentioned of visual findings blower problem, noises, touch not working to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there unit was scrapped.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a ventilator's sound abatement foam. The manufacturer received information alleging a ventilator would not power on. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The was mentioned of visual findings blower problem, noises, touch not working to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there unit was scrapped.